Manufacturer narrative:
All operating currents are within specification. Device passed displacement test properly. No unexpected battery power loss noted during testing. Device functioning properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had restarted when they wanted to unlock the keypad. They had set the time and date. When they were confirming the infusion set and reservoir the device asked to open the keypad and restarted. The customer¿s blood glucose during the incident was unknown. The insulin pump will not be returned for analysis.